Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down arrow, contrast, and ok keypad buttons were intermittently responsive during testing. The up arrow keypad button required excessive force to obtain a response. During investigation, the contrast button key contact was observed to be inverted. The up arrow, down arrow, and ok button key contacts became inverted when pressed, and did not always spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow keypad button has required multiple button presses to obtain a response for the past 3 months. He stated that the up arrow keypad button clicks and springs back as expected. The pt denied physical damage to the rubber keypad. He denied that the pump has been exposed to moisture except that he cleans the pump with cotton and water. The pt stated that he wears the pump on his belt with a leather case.